Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
The returned driver was evaluated. There were no signs of damage and a functional test with mating implants found the driver to function as expected. There were no indications of a failure on this device. A review of the manufacturing records did not identify any issues which might have contributed to this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the locking driver was getting stuck/sticking inside the plate within surgery. An alternative driver was used to complete the procedure. There were no reports of patient impacts associated with this event.